Manufacturer narrative:
An investigation is being performed in an attempt to identify the cause of the event. Should additional information become available it will be reported in a supplemental report; not returned.

Event description:
A prescription form has been received for rebushing components for a revision, the surgeon suspects the axle has backed out. It has been further reported that the patient has mild knee instability and mild thigh pain.